Manufacturer narrative:
Evaluation results: inherent risk of procedure (reported that the endeavor resolute device could not pass the lesion due to the calcification and tortuosity). Patient condition affected effectiveness of device (reported that the endeavor resolute device could not pass the lesion due to the calcification and tortuosity). Deformation problem. Evaluation conclusion: known inherent risk of procedure (failure to deliver the stent and stent deformation). Device failure/lack of effectiveness related to patient condition (highly calcified lesion). (B)(4).

Event description:
Physician intended to use an endeavor resolute drug-eluting stent to treat a lesion in the lcx. The vessel was reported to exhibit diffuse atherosclerosis and 90% stenosis. Lesion pre-dilation was performed with a sprinter legend balloon. 50% stenosis remained following pre-dilatation. It was reported that the endeavor resolute device could not pass the lesion due to the calcification and tortuosity. The device was returned to the manufacturing facility and the stent was observed to be damaged. No clinical sequelae were reported. Evaluation summary: a number of struts on the 14th proximal stent segment were raised and pulled distally. The remaining segments were intact. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).